Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 62-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported during impella support, that the patient experienced limb ischemia in the left leg. The physician placed new antegrade dps to the art line and was flushed every hour. Pulses could be heard with the doppler and the impella cp was weaned and explanted.